Manufacturer narrative:
The customer will not be returning the product, so the reported event is unable to be confirmed; therefore, the root cause cannot be evaluated. Device not returned for investigation.

Event description:
It was reported that the ortholock ex-pin 3x110 snapped off at the tip while being inserted into the patient's tibia during a total knee replacement procedure. The pin fragment was approximately 5-8 mm in length and left in the patient's bone. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.